Event description:
During training by a zoll medical sales representative, the device displayed a "low battery" message inappropriately and would not discharge. There was no patient involvement in the reported malfunction.